Event description:
It was reported the patient had infection at their device pocket location. It was also reported the patient had experienced a burning sensation, pain, redness and drainage or incisional wound opening at the location of the device pocket. It was reported the patient required medical intervention and antibiotic treatment was necessary. The patient was reported to have recovered with injury. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that no interventions had been planned. The patient was waiting for another implant in the future and was being treated with drugs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).